Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not to be reviewed since the device manufacture date cannot be verified as the customer could not confirm the serial number of the iabp involved in the event. The customer reported that the serial number of the cs300 iabp which reportedly malfunctioned was (B)(4). The customer later used the cs300 iabp on another patient, to confirm that there was no problem after the routine check at the hospital. Therefore, it was not possible to confirm the iabp hours or the iabp serial number. No failure on the routine check was reported. No parts were replaced.

Event description:
An internal review of intra-aortic balloon (iab) and intra-aortic balloon pump (iabp) complaints has determined that the following adverse event was previously not reported in an MDR; as a result this case is being reopened and reported now. There was a reported death that was not attributed to the device. The customer reported that on (B)(6) 2015: the intra-aortic balloon (iab) catheter was inserted in a patient with acute myocardial infarction and intra aortic balloon pump therapy started. When the customer connected the optical fiber connector to the cs300, it was noted that arterial waveform was not displayed. However, the waveform of the balloon inside pressure was displayed. The malfunction occurred immediately after catheter insertion; about 5 to about 10 minutes. The pump was replaced by another cs300. With the other cs300, arterial pressure was able to be displayed and therapy was continued without any further issue. Later, the patient died on (B)(6) 2015, about one day after the start of therapy. The doctor had stopped this therapy just before the patient died. The doctor carried out percutaneous coronary intervention after pump replacement, arterial pressure waveform had been confirmed. The customer said that there was no relation between the product and patient death. The patient was originally in bad status.